Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the 2.5 x 15 mm otw xience v did not cross the lesion. A 3.0 x 15 xience v stent also did not cross; however, after removal of the device from the patient, the stent was not on the balloon. After the guiding catheter was removed from the patient, it was x-rayed, and the dislodged stent was in the catheter. The guiding catheter and the stent were discarded. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with dried contrast in the balloon and in the inflation lumen. There was no blood visible. The stent implant was dislodged and was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was loosely folded. There was a kink in the shaft, 11.9 cm distal to the strain relief tubing. There was no damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Analysis was unable to confirm the reported failure to advance. The tip seal length of the returned product was measured and met manufacturing criteria. There was no damage noted to the tip. The lesion characteristics and patient anatomical morphology were not described in the incident information and may have aided in the evaluation and determined of a cause for the reported difficulties. Although a conclusive cause for the reported failure to cross cannot be determined, there does not appear to be an indication of a product quality deficiency. Stent dislodgement can be influenced by improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To help ensure that the stent dislodgement is not result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. The lesion characteristics and patient anatomical morphology were not described in the incident information, as mentioned above, and may have aided in the evaluation and determination of a cause for the reported stent dislodgement. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment. It is also possible that interaction with the guiding catheter during retraction of the sds may have contributed to the reported stent dislodgement. A conclusive cause for the reported stent dislodgement cannot be determined, and there is no indication of a product quality deficiency. Analysis noted a kink in the shaft, located distal to the strain relief tubing. The kink likely occurred as a result of the procedural attempt to cross the lesion or from handling of the product during packing/shipping back to abbott for evaluation, as there was no mention of any kinks in the incident report. A review of the manufacturing records did not reveal nonconforming material records (ncmr) for this lot that could have contributed to this complaint, and all lot release testing met specification. Although a conclusive cause for the reported failure to cross and stent dislodgement cannot be determined, there is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.